Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Patient presented with dislocation. The case report form indicates the event is unlikely related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Void this submission.

Event description:
Patient presented with dislocation. The case report form indicates the event is unlikely related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.